Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output w ith magnet and no telemetry with two different programmers.~~~